Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that skin irritation causing wounds, blisters, redness, and itchiness had occurred over many months while wearing pods. This pod was worn longer than 48 hours at the infusion site (back). Symptoms began two days into usage. The patient visited the physician for 20 minutes and was diagnosed with eczema or skin dermatitis. The patient was prescribed triamcinolone acetonide 0.1%, 30 mg 2-3x daily as needed. The pod was removed prior to the doctor's visit and a newly activated pod was worn.